Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was reported on 03/05/2009 and 03/10/2009 by phone, fax, and mail. Medical records were received on 03/17/2009.

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision is worse and she has a foreign body sensation in her eye. In a follow-up, the technician for the implanting surgeon stated that the last time they saw the patient (in 2008), her vision was 20/20 uncorrected and had "perfect" results.